Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6).

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from a cobas e411 rack analyzer. The initial result was 0.495 miu/ml. The patient was "positive in strips". The repeat result was 0.487 miu/ml. The third result was 243.5 miu/ml with a data flag and matched clinically with the patient being pregnant. The questionable results were not reported outside of the laboratory. The reagent lot number was 470489. The expiration date was requested but was not provided.

Manufacturer narrative:
The field service engineer did not find any issues. As the qc recovery was acceptable, there was no indication for a performance issue of reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
.